Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter tip was found bent when the user attempted to insert it during the procedure. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Based on investigation of the returned sample, it was determined that this is not a reportable event; therefore, the initial MDR submitted on 05-mar-2026 should be retracted.

Event description:
It was reported that "the catheter tip was found bent when the user attempted to insert it during the procedure. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".